Manufacturer narrative:
Device evaluation of electrode belt has been completed.  The reported problem (damaged cable) has been confirmed.  Upon investigation the cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j703 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient reported a damaged electrode belt.